Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer blood glucose reading at the time of hospitalization was over 14 mg/dl. Customer stated that he was on his way to a rehab facility via ambulance. He stated that he asked the paramedic to look at his insulin pump and inform him of how much insulin was on the screen as he was going to give himself a bolus. Customer stated that he pumped too much insulin and end up hospitalized with foaming at the mouth and diabetes coma. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.